Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and the treatment for the peritonitis was not reported. On the same day as the receipt of this report (further described as this afternoon, the patient was scheduled to go to the hospital (no further detail was provided). It was not reported if the patient was admitted to the hospital for the event. At the time of this report, the peritonitis was not resolved, the patient was not recovered, and dianeal therapies were ongoing. No additional information is available.